Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. In the given case no deficiency of the returned product was verified. With given information no root cause could be determined as no closer description of the procedure was given resp. No x-rays were provided. It was not reported if the screw should be placed in oblique or in transversal direction. The reason for treatment / kind of bone breakage was not provided. The reported delay in surgery of 15 minutes was classified as s1 (according to dqp (B)(4), r3) which is defined as negligible. Reasons for the reported event ¿ ¿the screw was pulled out easily with forceps without any resistance from the patient bone¿ ¿ could be various, e.g. (But not limited to): placement in the fracture site, miss-drilling, insufficient bone substance, etc. The reported event ¿ insufficient screw grip ¿ could not be verified, since no information regarding the circumstances was provided. With available information no further technical statement was possible. As to missing medical records no medical statement was possible. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Examination of the returned screw did not reveal a manufacturing deficiency.

Event description:
During t2h surgery, the locking screw could not be inserted into the proximal oval hole of the nail after drilling. The screw was pulled out easily with forceps without any resistance from the patients' bone. After that, the surgeon inserted the nail more deeply and drilled other point. At that point, another screw worked normally. There was 15 minutes delay in the surgery.

Event description:
During t2h surgery, the locking screw could not be inserted into the proximal oval hole of the nail after drilling. The screw was pulled out easily with forceps without any resistance from the patients' bone. After that, the surgeon inserted the nail more deeply and drilled other point. At that point, another screw worked normally. There was 15 minutes delay in the surgery.